Event description:
Failure to alarm: the patient was found to have bloody drainage seeping from dressing site and no blockage or leak alarm occurring.

Manufacturer narrative:
This medical device report (MDR) is being submitted by smith & nephew as a result of a retrospective review of complaints, including adverse events, as part of corrective and remediation actions following the issuance of the 483 issued november 26, 2013 to smith & nephew, inc. Fei no: (B)(4). Smith & nephew is performing a two-year retrospective review of complaint files to re-assess reportability criteria and reporting decisions made for complaints recorded during the time period under review. This complaint has been re-assessed in accordance under the provisions of 21cfr 803.50 and deemed reportable as an MDR. We are submitting one (1) initial, 30 day report, medwatch FDA form 3500a, for a purported device malfunction which occurred while using the renasys f medium with soft port. Smith & nephew received the above product complaint for an adverse event. No samples, pictures or lot number information were provided or received for evaluation. A device history record review investigation could not be performed with the limited information provided. The reported complaint is deemed confirmed, as a known issue. The complaint indicates a pump not alarming and bloody drainage seeping from the dressing. Possible root causes for leakage in wound are: blockage caused by clotting at the head of the soft port or gradual blockage/buildup of blood clots/exudate inside the soft port fluid handling pathway. In order for a blockage alarm to be triggered, the fluid handling pathway must be ¿fully¿ occluded and an alarm would have been be triggered within 3 minutes. If a blockage occurs at the wound site or within the fluid handling pathway and air still reaches the system, the pump will not alarm. The soft port orifice size was increased to match the shape of the predicate port. The changes were incorporated. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.